Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked and intermittently functional. The customer reported the pump was dropped damaging the touchscreen. Additionally, the pump intermittently would freeze. The customer's blood glucose (bg) was 306 - 500 mg/dl with ketones. The customer administered manual injections to address the elevated bgs. The customer reported that manual injections would continue to be used for alternate insulin therapy.